Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) pocket region was dark. A revision took place and the device pocket was cleaned and the system was re implanted. It was noted that previously two revision had taken place due to the same reported observation. A possible infection could not be ruled out. No additional adverse patient effects were reported.